Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a thrombus in a cypher stent. The device was clinically used and has been implanted in the patient so will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: there was a thrombus in a cypher stent. The device has been implanted in the patient. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿thrombosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the use of aspirin together with clopidogrel or ticlopidine is referred to as ¿dual antiplatelet therapy.¿ the optimal duration of dual antiplatelet therapy, specifically clopidogrel is unknown and des thrombosis may still occur despite continued therapy. Data from several studies suggest that a longer duration of clopidogrel than was recommended post procedurally in drug eluting stent pivotal trials may be beneficial. Based upon consensus opinion, practice guidelines recommend that patients receive aspirin indefinitely plus a minimum of 6 months of clopidogrel, with clopidogrel therapy extended to 12 months in patients that are not at high risk of bleeding (ref: american college of cardiology (acc) / american heart association (aha) / society of cardiovascular angiographic interventions (scai) and the european society of cardiology (esc) pci practice guidelines). For patients treated for ami, a 12-month clopidogrel therapy is recommended. It is very important that the patient is compliant with the post-procedural antiplatelet recommendations. Early discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction or death. Prior to percutaneous coronary intervention (pci), if a surgical or dental procedure is anticipated that requires early discontinuation of antiplatelet therapy, the interventional cardiologist and patient should carefully consider whether a drug-eluting stent and its associated recommended antiplatelet therapy is the appropriate pci treatment choice. Following pci, should a surgical or dental procedure be recommended that require suspension of antiplatelet therapy, the risks and benefits of the procedure should be weighed against the possible risk associated with early discontinuation of antiplatelet therapy.¿ according to a case study ¿stent thrombosis is an uncommon but life-threatening complication of stent implantation. Stent thrombosis may be classified according to the time since implantation: acute stent thrombosis occurs within 24 hours of the procedure; subacute stent thrombosis between 1 and 30 days after implantation; late stent thrombosis between 1 month and 1 year after implantation; and very late stent thrombosis more than 1 year after the procedure. The cumulative incidence of stent thrombosis with des at 9¿12 months has ranged from 0.5% to 1.5%, which is comparable to stent thrombosis with bms, with an incidence as high as 0.6% per year thereafter. Recent clinical trials and registries have raised concern over increased rates of very late stent thrombosis with des. The cessation of dual antiplatelet therapy has been implicated as a pathophysiological factor in late and very late stent thrombosis. Incomplete endothelisation of the metal struts because of the antiproliferative properties of the drug has also been implicated. Mechanical factors involved in stent thrombosis have included malapposition of the stent to the vessel wall when originally implanted, and late malapposition because of retraction of the vessel wall during vessel remodelling. Whether this is related to the drug, polymer, or stent platform itself is unknown. The optimal duration of dual antiplatelet therapy after des placement is still unknown. Though there have been similar case reports, ours is a unique example of an angiographically proven very late stent thrombosis, 3 years after placement of des. During angiography 9 days prior to the event, no abnormality was noted within the previously implanted des, nor at the stent edges before the cessation of clopidogrel therapy. Nine days after stopping therapy with this drug, filling defects were seen. This case highlights the concerns about the duration of clopidogrel therapy following implantation of des. It also raises the question of whether life-long clopidogrel therapy may be warranted in some patients.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.